Manufacturer narrative:
(B)(4). Broken saddle pin. The analysis found that one ntlc75 device was returned with the saddle pin loose and both bearings detached from the saddle pin, only one of the bearings was returned as the other bearing was missing. A cartridge reload was returned loaded on the device, the reload was received unfired and in the unlocked position. No functional test was performed due to the condition of the device. The condition of the saddle pin is consistent with a poor riveting, causing the saddle pin to be loose and the bearings to come off. This defect has been correlated to a manufacturing process. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not cut through the lung tissue. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.